Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.

Event description:
The pt's dad contacted animas to report an increased frequency in loss of prime warnings with the pump and that the pump is underestimating the insulin remaining amount. The pump indicated there was 0 unit remaining when the cartridge reportedly still had 100 units left. The pt's dad used different cartridges from different boxes with the same results. There were no related alarms in the history and the pump is intact. There was no reported adverse event associated with these issues. The pump was replaced.